Event description:
It was reported that the patient received an inappropriate shock due to noise. High, out of range, pacing lead impedance was observed. The lead was capped and replaced. The patient did well post lead replacement.

Manufacturer narrative:
(B)(4).